Event description:
Depuy spine legal dept was made aware of legal action being taken by a charite artificial disc pt. Pt was implanted with charite disc in 2005 at l4/5. Pt reports having continued pain. As an adverse outcome was reported an MDR is filed to report this event.

Manufacturer narrative:
Info is limited at this time. No definitive conclusions can be made. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device.